Event description:
(B)(4). Premature detachment. After a presidio (18 x 14mm, lot unknown) and a deltamaxx (10mm, lot unknown) were successfully placed into the target lesion site, the complaint deltamaxx coil (B)(4) was inserted, but the microcoil was prematurely detached while the physician was putting the microcoil in and out to perfectly fill in the coil-mass. When detached, part of the microcoil was exposed from the distal tip of the mc, but the physician was able to recover the microcoil by carefully withdrawing the mc from the patient. After maintaining the constant flush, another deltamaxx of the same size was successfully placed into the target lesion site, and the procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. No visible defect / damage were noted on the product prior to the event. Due to the fact that the patient was a hcv carrier, the complained products have already been disposed. No further information is available. A complaint was filed to a deltamaxx (B)(4). The procedure was the evar and the coil embolization of the left iia. The patient was a 67 year-old male, whose vessels were neither tortuous nor calcified. A renegade (stryker, type unknown) and an okay 2 (goodman, type unknown) were used for this procedure.

Manufacturer narrative:
The device was not returned for analysis. Additionally, review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was not confirmed, since the product was not returned for analysis. Additionally, the DHR review of the manufacturing documentation associated with the lots presented no issues during the manufacturing or inspection processes that can be related to the reported complaints. Therefore, no corrective actions will be taken at this time. (B)(4)